Event description:
The customer reported cbit machine pressure sensor autozero failed code alarm. The customer reported that the unit was not in use on patient. The customer contacted product support and requested for service repair for 1108 cbit code alarm- "pressure sensor unable to auto zero". The customer requests onsite contract service. Created follow up activity for field service. Product support provided solenoid valve (purge, autozero, crossover) (gds) 1054254 453561511911 ; qty (B)(4). Each: pcba, data acquisition (da) 1054356 453561512561. Further information has been requested. If additional information becomes available at a later date, a supplemental report will be submitted.

Manufacturer narrative:
Per authorized service personnel (asp) unit was evaluated machine pressure sensor autozero failed cbit code alarm- "pressure sensor unable to auto zero". The (asp) ran unit for 25 minutes and was not able to duplicate issue but found error code machine pressure sensor autozero failed in the logs. The (asp) verified pin alignment on the data acquisition (da) pcba. Per service manual unit needs a new gds assembly. The (asp) replaced the gas delivery system (gds) assembly. The (asp) performed all required test and ran unit for 20 minutes and unit performed perfectly. Unit was returned to customer for use.

Manufacturer narrative:
The removed gas delivery system (gds) was returned to the product investigation lab (pil). The pil technician installed the gds into a standard test bed (stb). The pil technician connected the gds x valve to the machine pressure auto zero position of the gds subsystem and powered the stb for over 20 minutes to validate that error code 1108 (machine pressure sensor autozero failed) did not reoccur. However, it was observed that the machine pressure for the gds was high and out of specification at 1.34 cmh2o when no pressure was applied. The issue was traced to a faulty machine pressure sensor on the data acquisition (da) printed circuit board assembly (pcba), which had drifted out of specification. H11: d4 - product UDI: corrected evaluation results code grid.